Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The caller was assisted with pump reset information by technical support, and after resolution, the customer was informed they could continue using the pump and advised to call back if the malfunction code recurred.